Manufacturer narrative:
(B)(4). Additional information was requested however not received. Attempts to obtain the device however not received. If further details are received at a later date a supplemental medwatch will be sent. ¿ what was done to treat the shard penetration? ¿ was medical or surgical intervention required? ¿ was there any special diagnostic test performed? ¿ what is the status of the healthcare professional injury today? ¿ was it difficult to break the ampoule (was extra force needed to break the ampoule)? ¿ was the ampoule crushed repeatedly? ¿ can you identify the lot number of the product that was used? ¿ is the product involved in the event or a representative sample (product from the same lot number) available for evaluation? ¿ please clarify how many devices will be returned for evaluation note: events reported on mw# 2210968-2021-09633 , mw# 2210968-2021-09632, mw# 2210968-2021-09631, mw# 2210968-2021-09634.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2021 and topical skin adhesive was used. During use the glass ampule was cutting through the product. A resident received a small cut that required no stitches. No adverse patient consequences were reported. Additional information has been requested.